Manufacturer narrative:
(B) (4): results: according to the visual inspection of the actual device, the suture showed damages (fused indentions), probably caused by instrumentation. Representative samples of the product were tested for needle pull tensile strength and the results obtained were in conformance with the requirements. Conclusion: the device info for use cautions the user that "care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders". No device failure detected and the product is within specifications. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a laparoscopic supported sigma resection on (B) (6) 2010 and suture was used for fascial closure. On (B) (6) 2010, postoperative central suture breakage occurred and the pt presented with a subcutaneous burst abdomen. On (B) (6) 2010, the pt underwent reoperation and is doing well now.